Event description:
Customer reported they are connecting the primary set to a stopcock (which is then connected to an extension set). They are noticing leaking between the spin collar and the fixed hub of the male luer at the distal end of the primary set. Due to the leak, blood sometimes backs up in the line. There was no patient harm reported and no medical intervention was required. No specific patient event details are available.

Manufacturer narrative:
(B)(4). Customer stated that no product will be returned because no set was saved.